Event description:
It was reported to medtronic minimed that the customer received pump error 49, pump error 68, pump error 25, pump error 23 and failed battery test alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kr. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the device. Mmt-1715kr was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test and self test. No failed battery test noted during testing. Pump error 23 was noted which was expected. No unexpected alarms/alert/anomalies noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage found on the internal lithium backup battery connector on j6/pcba 1. Pump error 25 was found in the history files and traces on (B)(6) 2024 01:00:00.000. Pump error 23 was found in the history files on (B)(6) 2024 01:20:34.000. Pump error 49 was found in the history files on (B)(6) 2024 01:18:03.000. Pump error 68 was found in the history files on (B)(6) 2024 01:18:03.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, lcd assembly and j6 connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, missing display window/cover, scratched case, cracked case, cracked case (battery tube), battery tube threads - cracked and label damage (faded end cap address label). Pump error 23 was not confirmed. Pump error 49 was not confirmed. Pump error 68 was not confirmed. Pump error 25 was confirmed due to moisture damage on the j6/pcba 1 connector. Failed battery test was not confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.